Manufacturer narrative:
Batch review performed on 18 august 2021: lot 2010461: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2025-dec-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 18 august 2021: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265) lot 2100184: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2026-march-04. No anomalies found related to the problem. To date, 94 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. 1 month after the primary surgery, the surgeon revised all components and the surgery was completed successfully.